Event description:
It was reported that an ilet pump had an unresponsive touchscreen that prevented unlocking despite guided restarts via the mobile app, and a replacement was arranged. Symptoms included no adverse health effects. Outcomes included no impact to health, and the user was instructed to continue using dexcom cgm with their phone or receiver until the replacement arrived. Investigation included remote troubleshooting and education. Investigation of this case revealed a suspected device touchscreen malfunction consistent with a hardware screen responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen component.